Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that insulin delivery was stopped for unknown reason while the customer was sleeping. The customer's blood glucose level ranged from 126-145 mg/dl. Tandem technical support could not confirm cause of insulin delivery being stopped in pump history. The customer continued using the pump for insulin therapy.